Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue was resolved with ins replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va28b3t, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that intra-operatively, contact 0 was showing over 4,000 ohms but all other contacts were in range. There was some blood that came through the introducer sheath during the procedure. Technical services (tss) asked if motor testing was performed and caller indicated it was and a good response was seen on contact 0 around 1 ma. Tss reviewed that impedances may only be temporarily high as it appeared current was going through contact 0 given the motor testing results. Tss suggested testing contact 0 again to ensure it is working but likely impedances should resolve post-op and if there was blood or fluid causing the issue, that should resolve with time as well. Tss reviewed it would be hcp's decision as to how to proceed but worse case scenario is that impedance doesn't normalize and they may not be able to program on contact 0. Post op the rep reported that the impedance had not resolved. They tested the impedance again once and it was still greater than 4000 ohms on electrode 0. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the most likely cause of the issue was still bodily fluid entering the header during the procedure date. The issue was not yet resolved, but they were planning to do a replacement of the ins on monday (B)(6) 2021.

Manufacturer narrative:
H3: analysis of ins 3058 (s/n: (B)(6)) found that the ins was functionally okay with no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the issue was not determined. No further action was going to be taken. No surgical intervention was scheduled or planned. On 2021-jan-04 the rep called back in they mentioned that at the time of the previous call when the patient was in the or they had felt stimulation at 3 v with program 1 (electrode 0/3). The caller reported that now on program 1 with electrodes 0/3, the patient was not feeling any stimulation up to 8.5 v. The caller reported electrodes 1,2, and 3 had impedance are out of range. Electrode impedances were as follows: c0: 1016 ohms c1: >4k ohms c2: >4k ohms c3: >4k ohms 01: 1205 ohms 02: >4k ohms03: >4k ohms 12: 1415 ohms 13: >4k ohms 23: 1909 ohms. The caller reported that the patient had also not felt stimulation on december 29 or 30. No falls or trauma were reported. The ins site was well healed. Reprogramming was performed: program a using electrodes c+0-. The patient felt stimulation at 1.7v, at 1.9v, stimulation was too uncomfortable for patient. Caller reports patient feels stimulation in her left side, rectum area. Using electrodes 0-1+, patient felt no stimulation up to 6v using electrodes 1+2- patient felt no stimulation up to 6v. Using electrodes 1-2+ patient felt no stimulation up to 6v using electrodes 2-3+ patient felt no stimulation up to 6v. The patient tested their handset, patient was able to access program a and patient felt comfortable stimulation at 1.8v. Technical services redirect the caller to patient's hcp. Caller reports patient is getting 95% improvement in her symptom. Caller reports the lead was well placed. The patient was getting good motor response on all 4 electrodes. An x-ray was performed yesterday and showed good placement. During the ins placement, the physician created a pocket and placed the ins inside the pocket to see if the ins fit in the created pocket. Caller reports the ins header block was not plugged, and the patient's body fluid might have gotten in that way. The issue was not resolved through tr oubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.